Event description:
On jun 10, 2024, neotract was made aware by a [physician], via a docmatter discussion thread titled ¿s/p urolift with dysuria and rectal pain¿, that ¿[physician] reported performing a urolift procedure two months ago on a patient with bladder outlet obstruction, secondary to post-radiation for prostate cancer. Four implants were placed during an uneventful procedure. Post-procedure, the patient experienced dysuria and rectal pain lasting 15-30 minutes, which resolved spontaneously. The patient was treated with celebrex, antibiotics, and a medrol pack without notable improvement. Urine culture guidance returned negative, and a CT scan showed the clips in good position. Additional information received on october 18, 2024, indicated that the [physician] had removed a couple of proximal urolift implants. Following removal, the patient is doing well.